Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 15mg/dl. It was stated that the customer was experiencing unexplained low glucose for several days. Troubleshooting was performed. It was stated that the customer was found unresponsive. The reservoir was showing the same amount of insulin that the status screen shows. It was stated that the insulin pump was thirteen hours off of what it should have been. It was stated that his basal rate was set to 48.4 units, and he did not have any temporary basal rates or patterns. Reviewed the alarm history and found a low reservoir alarm. No further info was provided.